Manufacturer narrative:
Serial and model numbers identified and the investigation has been completed. H codes and product information has been updated to reflect results.

Event description:
It was reported the brakes are difficult to engage/disengage. There are no reports of patient involvement or adverse consequences.

Event description:
It was reported the brakes are difficult to engage/disengage. There are no reports of patient involvement or adverse consequences.